Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "lec 1870". Visual inspection found the pump to be in good physical condition. Inspection of the pump's event log revealed error - 1870. The customer's reported problem was able to be duplicated. Power up of the pump displayed lec 1870. It was not possible to run the pump because the pump errored out. The event log verifies that the event occurred (two 1870 errors recorded). The pump was opened and inspected. The inspection found the motor locked. What caused the report problem was determined to be the motor. The motor was replaced. Who caused the report problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.